Event description:
It was reported that the pt experienced erosion and wound dehiscence at the lead-extension connection site. The physician attributed the event to the extension. It was noted that the pt had thin skin. The doctor took cultures and nothing was found. The device system was explanted. The pt recovered without sequelae.